Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they had nausea, chills, headache, and a loss of appetite. It was noted the patient began the trial on (B)(6). Additional information from the patient reported she threw up two times on the night of (B)(6). The patient stated she is not sure if this had anything to do with the anesthesia, but it was noted the patient did not have a strong dose. Additional information from the healthcare professional (hcp) reported the patient had nausea and loss of appetite from her antibiotic, it was changed and her symptoms resolved. The hcp stated that on (B)(6) the antibiotic was changed, the hcp stated she never had a documented fever. The hcp stated the cause of the nausea, chills, headache, and loss of appetite was the antibiotic she was taking and they have been resolved. The indication for use is unknown.